Event description:
It was reported that during an original procedure, inflatable penile prosthesis (ipp) was attempted. When prepping the device normal function was present. After placing device in penis, physician tested again with surrogate reservoir. When pumping device worked as intended. When doctor went to deflate device, fluid would not evacuate cylinders and would not deflate. Doctor attempted 3 times to deflate and failed. Defective ipp was removed and replaced with new working device. No adverse patient effects. Procedure was delayed for about 10 min. No air was observed in the device.